Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012 while reviewing the pump, prime history revealed very low prime totals. At the time of the call, the patient's mother informed animas customer support that she performs the cartridge set changes for the patient. During the call she confirmed that she sees insulin come out of the tubing when she presses the button once. The reporter stated she did not have to hold the ok button down to prime it. The patient's mother stated she did not notice if insulin was being pushed through the tubing during the load step. At the time of troubleshooting, the reporter confirmed she always uses new tubing with each set change and she changes the set approximately every couple of days. The alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred on (B)(4) 2012 which could not be duplicated during testing. There was no further activity outside normal use observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed successfully during investigation. No defects were found to the force sensor circuit. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.